Event description:
It was reported that the patient's blood glucose (bg) values dropped to less than 70 mg/dl. For treatment, the patient was given insulin by a nurse. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.